Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing and small signal amplitudes. No adverse patient effects were reported due to the inappropriate shock. It was noted the patient passed away approximately 19 months later from non-device related co-morbidities.